Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab identified a partial delamination of the shell to patch junction without any evidence of rupture. The cause of the delamination could not be determined. Also it was noticed bubbles on the device. No other anomalies were discovered. Complaint was not confirmed. A manufacturing record evaluation (mre) of lot number 196101 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast augmentation with mentor memorygel 250cc, silicone on the left side, and 275cc for the right side, gel breast implants which the left side had issue with gel bleed and the right side ruptured after implantation. As a result patient underwent bilateral removal and replacement on (B)(6) 2018. This report is for the right side.